Event description:
It was reported the device's battery was 2.73v in 2008. Approximately, six months later, the device has no output or telemetry and shows no magnet response. The device was replaced. Additional information indicated the device was also exhibiting noise. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the field advisory for this model. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed the no output and no telemetry conditions were the result of lifted hybrid bond wires. Other: it was reported the device's battery was 2.73v in 2008. Approximately, six months later, the device has no output or telemetry and shows no magnet response. The device was replaced. Additional information indicated the device was also exhibiting noise. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Device was out of specification in a manner that relates to event. Interference, interrogate, difficult to, magnet mode discrepancy, output, none.